Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the stapler fired without issue but upon completion of firing, it would not retract nor open. The surgeon tried several trouble shooting items and still would not open, even with the retraction tool. It was also reported that the laparoscopic procedure was converted to open, but unrelated to device problem. The surgeon had to cut the tissue around the stapler and needed to re-do the transection and the case was completed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.